Manufacturer narrative:
Batch review performed on 18 july 2016. Lot 110882: (B)(4) items manufactured and released on 21 june 2011. Expiration date: 2016-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of instability. The knee was loose. The surgeon revised the 10mm insert and revised with a 14mm insert. The surgery was completed successfully. X-rays and explants are not available.